Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0j8cd, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss of change of therapy in (B)(6) 2015. The patient was having a hard time going, couldn't void, and had to strain when they wanted to pee. The patient did have a fall on (B)(6) 2015,, but the intermittent symptom control had been that way since they received the system. There were no medical procedures, emi, trauma, or falls that could be related to the issue. It had been a long time since the patient had used the patient programmer and they wanted help to increase stimulation. The patient had not had the device adjusted or checked since shortly after implant. The patient put new batteries in the programmer yesterday. The patient's therapy was on set at 4.0v on program 1. The patient increased to 4.6v, was comfortable, and wanted to try it there. The patient's symptoms were really bad at night on (B)(6) 2015 and they had to strain again. On (B)(6) 2015, the patient did not feel stimulation and the therapy was on. The patient would continue to work with the current program and consider switching to a different program as needed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer's report #3004209178-2014-21669 for loss of effect following implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were assisted to operate the device. The patient was instructed to increase the stimulation, which proved effectiveness. But they were now experiencing complete numbness in the vaginal area and a strong fishy odor. If additional information is received, a follow-up report will be sent.